Event description:
It was reported that the customer had unexplained high blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized in intensive care unit. Caller stated that the customer's blood glucose reading was high when paramedics arrived. Caller stated that customer's insulin pump was malfunctioning because he was entering his carbohydrates and the insulin pump goes to zero start to count and goes to zero again. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.